Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the implant procedure, the device longevity did not populate with information upon interrogation. The device was re-interrogated 48 hours later with the same result. The device was not used, and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.